Manufacturer narrative:
A united states customer contacted siemens to report that one falsely depressed troponin (tnih) test result was obtained for one patient sample from an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed a total service visit and made a few adjustments to the wash pump 1 and 2 (wp1, wp2) tubings on the wash manifold. The cse found the tubing connections were loose and the wp2 tubing had popped off the connector. The cse reseated the tubing after trimming the end of the tubing to improve the fit, then reseated the connector and primed the fluids. The cse ran quality control materials (qc) and multiple precision runs on tnih with acceptable results. The cause of the falsely depressed tnih test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One falsely depressed troponin (tnih) test result was obtained for one patient sample from an atellica im 1300 analyzer. The initial test result was released to the physician(s). The same sample was repeated the next day on the same atellica im 1300 analyzer and an alternate atellica im 1300 analyzer and higher test results were obtained. The repeat test results were reported to the physician(s). The customer reported that the physician questioned the initial test result and that a cardiac catheterization procedure and stent(s) were delayed until the repeat test results were obtained. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00139 was filed on 13-may-2022. Corrected information (20-jul-2022): section b4 of the initial MDR incorrectly listed the date of this report as 10-may-2022. The correct date of this report for the initial MDR is 13-may-2022. Section b6. Relevant tests/laboratory data, including dates incorrectly provides, "result: = 6.1 (discordant, reported)". The correct information is "result: 6.1 (discordant, reported)".